Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-15738. The pt had 2 leads (from the same lot) implanted as part of his scs system. It was reported, the pt was involved in a boating accident and suffered a cut at his ipg site approximately 2 months ago. An infection developed and spread to his thoracic region, where his leads were located. Oral and intravenous antibiotics were administered. Surgical intervention was undertaken and the pt's scs system was explanted.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.